Event description:
A patient reported experiencing pain and imaging indicated two pyrenees self-tapping screws had backed out. The patient was revised and, during the revision surgery, the surgeon additionally noted that the pyrenees plate was fractured. This report captures the first of the two migrated screws.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
A patient reported experiencing pain and imaging indicated two pyrenees self-tapping screws had backed out. The patient was revised and, during the revision surgery, the surgeon additionally noted that the pyrenees plate was fractured. This report captures the first of the two migrated screws.

Manufacturer narrative:
Stryker was provided two possible catalogue numbers for this device; 201-14016c and 201-14018c.